Event description:
A system error (se) 2240 that had occurred during initial drain at 2213, was found during a review of the logs of the homechoice (hc) device.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during a review of a returned homechoice (hc) device; there was no report for this alarms called in by the customer. No failure or malfunction was identified that could have caused or contributed to the issue. There is no evidence that problems with the hc contributed to the se 2240. A root cause was not identified. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).